Event description:
My dentist used gluma on my gum area during a procedure and it leaked to the soft palate and tonsil area of my mouth. The area started to burn while at the office and dentist was notified. The next day the area was swollen and blistered. Dentist was called and I was examined and told I was allergic to it. Diagnosis or reason for use: dental restorative procedure.